Event description:
N/a.

Manufacturer narrative:
The unit was received with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. The 80 pound torque knob and serial number were missing. General maintenance and cleaning required. The reported complaint was confirmed. The complaint was likely caused by wear and tear over time or improper handling. The definite root cause cannot be reliably determined. Device identifier number: (B)(4).

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a3059 mayfield composite series skull clamp rocker arm did not hold when it was in the locked position when there was patient pressure on it. The incident date was unknown. It was unknown if there was any patient injury or surgery delay. Additional information has been requested.